Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this patient's remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the communicator was power cycled, and a patient-initiated interrogation was attempted. Further troubleshooting revealed the patient had misplaced their cellular adapter, therefore a new cellular adapter was being mailed. The patient was referred to contact their clinic regarding the red call doctor icon. The patient reported they had an upcoming scheduled appointment with their physician. Upon device interrogation during routine check, it was found the pacemaker battery was depleting faster than expected as a result of high internal impedance. Subsequently, the physician opted to explant and replace the pacemaker. During the device explant procedure, upon device interrogation, the pacemaker was found to be in safety mode. There were no reports of oversensing or pacing inhibition observed. The pacemaker was successfully explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this patient's remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the communicator was power cycled, and a patient-initiated interrogation was attempted. Further troubleshooting revealed the patient had misplaced their cellular adapter, therefore a new cellular adapter was being mailed. The patient was referred to contact their clinic regarding the red call doctor icon. The patient reported they had an upcoming scheduled appointment with their physician. Upon device interrogation during routine check, it was found the pacemaker battery was depleting faster than expected as a result of high internal impedance. Subsequently, the physician opted to explant and replace the pacemaker. During the device explant procedure, upon device interrogation, the pacemaker was found to be in safety mode. There were no reports of oversensing or pacing inhibition observed. The pacemaker was successfully explanted and replaced. No additional adverse patient effects were reported.